Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the software time out error and user was unable to login to the station. A technical support specialist (tss) dialed into the station and logged in as carefusion admin. Upon opening sql server management studio, it was found that the database was in suspect mode. The tss proceeded with knowledge article title how-to-recover / repair a corrupted database to attempt recovery but running the script in steps to generated multiple errors indicating insufficient permissions and that the database was still in recovery. Unable to recover the database or proceed with the knowledge article, the tss attempted to delete database but was unsuccessful. Following knowledge article drop failed for database dsclientoltp, allowing the database and carefusion application to be dropped. Application was repaired, and a full station synchronized was performed successfully. Afterward, customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user encountered a software timed out error and was unable to log in to the station. The customer attempted to restart and reboot the device; however, the error message continued to appear, and the issue was not resolved. However, there were no delays or adverse events or injuries reported based on this event.